Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reportedly changed the cartridge to address the issue. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
Additional information was received reporting cartridge damage.